Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Device inspection found the ceramic tip (insulation beak) was broken. Based on the results of the investigation, the reported issue is caused by a component failure of the ceramic tip (insulation beak). The insulation beak failure is mechanical component problem, but the root cause of the insulation beak failure could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the ceramic tip of the inner sheath was damaged. The issue occurred during inspection of the device for use before patient in a room. There were no reports of patient harm.